Event description:
This report summarizes 40 malfunction events in which the device reportedly overheated. - 26 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 40 events were reported for this quarter. Product return status 1 device was not available for evaluation. 39 devices were evaluated based on historical data analysis. Additional information 40 devices were not labeled for single-use. 40 devices were not reprocessed or reused.